Event description:
It was reported to philips that while the device was in use on a patient, "backup alarm failed" alarm sounded. The device was in use at the time of the event. The device was replaced with another v60 at the time of the alarm. There was no delay in therapy reported, and there was no report of patient or user harm.

Manufacturer narrative:
The service engineer (se) reported that the phenomenon could not be duplicated. The log revealed diagnostic code:1104. When the unit started up, "backup alarm failed" was detected. The 2nd cpu board needs replacing. It was then reported that the event log revealed occurrence of "check vent: backup alarm failed"; the cpu board was replaced. No other abnormality was confirmed. Software version was checked. (Ver.2.30). Unit was checked overall, cleaned, run-in and functionally tested. The cpu assembly was returned for failure investigation. Per (B)(4), the reported problem could not be reproduced.